Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No unexpected battery power loss alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is 261 mg/dl. The customer also report the blood glucose level was 170 mg/dl. Customer treated with insulin pump and manual injection. The customer also report the low battery alarm. Customer was able to successfully clear the alarm. Troubleshooting was performed. The product will be returned for analysis.